Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
During the night the cannula slipped out of the skin and insulin leaked out. The mother checked and saw the needle was bent and the cannula housing was defective.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.